Manufacturer narrative:
A steris technician inspected the monitor arm and found it to be in good condition and properly operating. The technician found the video monitor installed in a normal configuration and to be an appropriate size for the monitor arm. The video monitor was not supplied by steris but was purchased and installed by its supplier. The installation manual (pp 4-2) recommends a clearance height of 79 inches for ceiling mounted arms; the clearance height of the monitor arm involved in this incident was 114 inches. Steris offered in-service training on the proper use and operation of the monitor arm, however the user facility declined.

Event description:
The user facility reported that a doctor hit his head on a video monitor attached to the monitor arm of the ceiling-mounted surgical lighting system while positioning himself to start the patient's i.v. Before the start of a procedure. As a result, the doctor went to the emergency room where he received three stitches and then returned to work. The doctor has fully recovered with no sustaining injuries.